Event description:
The customer reported the ventilator has no tidal volumes. The customer reported there was no patient involvement.

Manufacturer narrative:
(B)(4). The customer evaluated the device.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.